Event description:
It was reported by service report that the brake light was showing on the footboard, but not on the side rails. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake indicator light.